Event description:
Two lesions were treated during the index procedure. A resolute integrity stent was successfully deployed to the lad. The physician then decided to treat the diagonal, it was reported that this lesion exhibited more than 50% stenosis. No damage or abnormality was noted during preparation of the resolute integrity device prior to use. The lesion was pre-dilated. Resistance was noted when trying to cross the resolute integrity through the struts of a previous stented stent. A small amount of force used to deliver the device through the stent struts. Physician removed the stent from the patient, the physician checked the stent that was still on the balloon/delivery system and noticed that the struts were damaged. Two additional resolute integrity stents were successfully deployed to treat the lad/d1 lesion. Device evaluation: the stent was positioned between the marker bands as per specifications. The 1st distal stent segment was raised and deformed.

Manufacturer narrative:
(B)(4). Evaluation, results: failure to deliver stent and stent deformation. Could not advance the device through previously deployed stent. Evaluation, conclusion: could not advance the device through previously deployed stent.